Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostics testing was performed at philips bench repair and found the device did not produce sound due to a defective speaker. A replacement device was sent to the customer.